Manufacturer narrative:
The customer contact stated the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of difficulty in removing the piercing pins from solution containers. On unspecified dates, the tubing sets were being used for epidural deliveries of unspecified concentrations of ropivacaine and fentanyl, at unspecified rates, via gemstar pumps. At unspecified times, the piercing pins of the tubing sets were inserted into the administration port of unspecified solution containers. After unspecified lengths of time when the nurses attempted to replace the solution containers, it was reported that the nurses were unable to remove the piercing pins from the administration ports. The tubing sets and solutions containers were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no add'l info was provided.